Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of abscess, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that a patient was injected with 3 ml of juvéderm® voluma¿ with lidocaine in the lateral part of the cheek and angle of the jaw. The patient experienced swelling in the area of administration on the right side, tenderness, and redness. The dentist¿s diagnosis stated a (non-device related) periapical abscess. The patient was undergoing dental treatment. Additionally, the healthcare professional reported that patient was injected in the angle of the jaw area of the right cheek with 3 ml of juvéderm® voluma¿ 1.5 per side. A few days after the injection the patient experienced "inflammatory infiltration in the area of the cheek and right angle of the jaw." The symptom¿s location is the right cheek. The patient was treated with hylase locally, dalacin c systemically. This treatment was provided to hasten resolution and prevent permanent damage. Symptoms ongoing.